Event description:
The physician successfully reached the 70% stenosis target lesion at the basilar artery (ba), and inflated the balloon catheter to the nominal range of 6 atms for one minute. Angiography taken post the balloon deflation revealed some stagnating contrast medium at the distal stenosis lesion. The stent was uneventfully placed at the target lesion. However, angiography taken post stent deployment showed stagnating contrast medium in the stent. The physician stated that "a dissection might have developed". The pt suffered from both right and left lower legs paresis after the procedure. No further info was provided.

Manufacturer narrative:
Additional information was received from the user facility stating that approximately five months post procedure, the patient suffered hearing loss in the right ear. The physician stated that it might be related to a thrombus, but the cause is unknown. No other information was provided.

Event description:
The physician successfully reached the 70% stenosis target lesion at the basilar artery (ba), and inflated the balloon catheter to the nominal range of 6atm for one minute. Angiography taken post the balloon deflation revealed some stagnating contrast medium at the distal stenosis lesion. The stent was uneventfully placed at the target lesion. However, angiography taken post stent deployment showed stagnating contrast medium in the stent. The physician stated that "a dissection might have developed". The patient suffered from both right and left lower legs paresis after the procedure. No further information was provided.